Manufacturer narrative:
B5 - "refractive surprise" in initial MDR not applicable. H6 - patient code: 3191 - residual astigmatism. H6 - patient code: 2137 - previous code not applicable. H6 - device code: 1401 - previous code not applicable. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+1.0/088 (sphere/cylinder/axis) in the patients left eye (os). The reporter indicated the patient experienced a refractive surprise and has residual astigmatism. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.